Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging multiple loss of prime issue with the pump. The patient reportedly primed while attached and experienced a blood glucose (bg) measurement of 53mg/dl and was unsteady when standing and walking. It was noted that the patient did not require any medical intervention and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly tried to troubleshoot the issue by replacing the cartridge several times from different boxes and the issue remained unresolved. This complaint is being reported because the patient experienced hypoglycemia as the patient remained connected to the pump while trying to resolve the alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the black box revealed multiple loss of prime warnings associated with a low non-zero force leading to delivery interruptions on the event date (B)(6) 2016. Loss of prime warning was observed associated with a low non-zero force on (B)(6) 2016. A 24 hour duration test was completed with no loss of prime warnings duplicated. The pump detected the correct force. The pump clearly displayed the message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The pump cover was removed; the force sensor pins were seated and solder connections were intact. No evidence of contamination or cracked force sensor traces was observed. No evidence of internal moisture was found. The unidentified low force was observed in the black box. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).